Event description:
The handle broke in the patient's mouth.

Manufacturer narrative:
Failure of device would delayed intubation of the patient. Based on the reported information and the event originating in the us, the criteria for reporting an adverse event have been met.

Event description:
The handle broke in the patient's mouth.

Manufacturer narrative:
Failure of device would delayed intubation of the patient. Based on the reported information and the event originating in the us, the criteria for reporting an adverse event have been met. Complaint history reviewed. There have been 2 previous complaints for this issue in the previous 24 months. Ncmr-02423 was issued to conduct 100% sort to confirm complaint. Defect was found to have a rate of 1/4360. Supplier investigation into complaint did not find root cause(see cc-07170) however supplier has requested a change in resin to reduce the occurrence of this issue. Risk (RMA-20002b): r5: plastic heel breaking - torsion or tensile forces - s=7, o=2, rpn=14. Rpn < 25, therefore risk is acceptable.